Event description:
It was reported that the patient was not happy with the inflatable penile prosthesis (ipp). Physician considered the pump to be the problem. A surgical procedure was performed during which the existing ipp was removed and replaced. No patient complications were reported.